Event description:
A falsely elevated ctni result of 2.6ng/ml was obtained on a plasma sample. The test was repeated and a value of 1.9ng/ml was obtained, both original results were flagged with abnormal reaction. The result of 1.9ng/ml was reported to physician and EKG's were ordered. Per the operator's manual, abnormal reaction flagged results cannot be reported. The test was repeated 4 hours later with a redrawn sample and a value of <0.04 ng/ml was obtained. The original sample was thenn repeated after the redrawn sample was run and a value of <0.40ng/ml was obtained. There was no changein medication or treatment based on the result reported. There were no adverse health consequences and the pt was released the same day. Analysis of instrument data and sample indicates sample integrity issues.